Event description:
The surgeon stated that the haptic loops were irregular, prior to loading the lens. The lens was not used and there was no pt contact. The nurse was unable to provide the model and lot numbers of the injector and cartridge used.